Manufacturer narrative:
On 10/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/17/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, a crease was noted in the anterior view. Within the crease, a tear measuring approximately 0.8 cm was observed. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors:  underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2019, mentor became aware that patient also suffered right side cutaneous contour deformity, and left side ptosis. Replacement device information was also received as: right: catalog number: 3502400; serial number: (B)(4). Left: catalog number: 3501625; serial number: (B)(4). This report is for the patient¿s right-sided device. Left side issue is being reported in a separate report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 08/22/2019, mentor became aware that date of surgery is (B)(6) 2019. Hence, following fields have been updated: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: left side, 225cc mentor smooth round moderate profile, catalog #: 3501630, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast reconstruction surgery with 425cc mentor smooth round moderate profile and was presented with right side deflation noticed by patient on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.